Event description:
Baxter sales rep received information from customer regarding an issue with this set. In ICU the luer lock connector came off during pt use causing blood loss to the pt. No pt injury has been reported at this time.